Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32-33 mg/dl. Bg cause was not known. Customer declined troubleshooting with tandem technical support as the issue occurred in the past, and the customer had already resolved the issue with her health care provider.